Event description:
49 year old male transfer from outlying hosp with complaints of hematemesis and anemia. Sclerotherapy performed with continued hemoptysis. During tip's procedure a blue max balloon dilation catheter was used, after the catheter was pulled back, the tip of the catheter was noted to be missing. Balloon rupture also noted. CT of the head, neck, chest, abdomen and pelvis performed. Duplex scanning of liver shunt revealed decreased flow with resulting scheduling of surgery to remove the fracture portion of the balloon. Surgery was not performed at reporting institution as the pt was awaiting a bed for a liver transplant and was transferred to another institution. As of last week, surgery has not yet been completed because of continuing instability of the pt. Info has been forwarded to facility from the other institution, the pt expired on january 11,1998. The device was not explanted from the pt.